Event description:
It was reported that during a surgical procedure to replace an extension as well as implantable neurostimulator (ins) due to normal battery depletion, impedance testing done with the new ins and old lead, with its extension removed, showed impedances were high; 4,000 ohms on all connections on the lead. The physician did not want to replace the lead. The patient was subsequently directed to their urologist. The new ins remained implanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received noted that the doctor was going to send the patient back to her urologist. To this reporter's knowledge, no lead replacement ws performed.

Manufacturer narrative:
Concomitant: product ID 3080, lot# l75873, implanted: 2000-(B)(6), product type lead, product ID 309510, serial# (B)(4), implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 3023, serial# implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3023, serial# (B)(4), implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator, (B)(4).